Event description:
The customer reported that the zipper on the top rail of the canopy is damaged. No pt injury was reported.

Manufacturer narrative:
(B) (4) - zipper damage. Eval of the returned product shows that the large window b has a one inch tear in the netting. The top ridge insert pin tape is ripped. There is other damage to the canopy not relevant to this complaint. (B) (4).